Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation: #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt with no visual anomalies noted. The sample was electrically tested and the electrical resistances were found to be stable and within product specifications. A retention sample from the same product code and lot number combination was obtained. The retention unit was visually inspected, and no anomalies were noted. No anomalies found with the bipolar connector or anywhere else on the retention unit. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted, to FDA in accord with applicable regulations. And as indicated, by terumo cardiovascular systems in the initial report submitted to the FDA on july 30, 2021. Upon further investigation of the reported event. The following information is new and/or changed: d9: (device availability, added date returned to manufacturer). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up, due to additional information). H3: (device evaluation anticipated by manufacturer, a second follow-up will be submitted, upon completion of the investigation and/or submission of new information. Thus, tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting the bipolar blades was not cutting on frequent basis. Per subsidiary the case was completed but the proctor totally struggled during the case to be completed even he was not able to see via camera due to the bleeding. There was a delay of approximate half an hour. The was a lot of bleeding of 100 cc. The product was changed out. The surgery was completed successfully but struggled during the case as he was not able to see via camera due to bleeding.